Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On (B)(6) 2021, it was reported by a distributor via sems that an ar-6500rrbe burr mechanism breaks and stops spinning. Surgeon thought it might be clogged but even after cleaning the burr, issue persisted. This was discovered during a procedure. When surgeon tried using a different burr, it broke as soon as it hit bone. This occurred again with a third burr from a different lot number.